Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg had migrated. It was noted the patient's ipg was previously located in her chest area. However, the device moved to the side. As a result, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was repositioned which resolved the reported issue.